Event description:
Customer reportedly received results of almost 300 mg/dl and 140 mg/dl within 10 mins on the advantage sys. No blood glucose symptoms reported with these results. No actions taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.